Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. During the patient¿s trial period, the patient reported minimal pain relief achieved. Following the patient¿s trial, the patient¿s pain physician did not recommend permanent implantation of the evoke scs system. The patient opted to proceed with the permanent implantation of evoke scs system. The patient had been implanted for 10 months. The evoke scs system was confirmed to be functioning as intended prior to explant.